Event description:
Reportable based on device investigation completed on (B)(6) 2023. It was reported that the device was unable to cross the lesion. The target lesion was located in the severely tortuous and severely calcified cephalic vein. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the percutaneous transluminal angioplasty (pta) procedure, it was noted that the device was unable to cross well because the lesion was so tight and very tortuous. The procedure was completed with another of the same device. There were no patient complications reported. However, device investigation revealed a balloon pinhole located approximately at the proximal markerband.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was noted inside the balloon which is an indication of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately at the proximal marker band. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.